Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. The reported information indicates the suture was deployed through the procedural sheath located inside the other access site. This interaction would contribute to the reported suture caught in the procedural sheath (device entrapment) and the need to cut the suture for removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a multi access venous closure of the left common femoral vein using a prostyle device after a pulse field ablation interventional procedure using a 9f sheath. Reportedly, the device was deployed without issues; however, the suture got caught in on a procedural sheath just proximal to the prostyle device suture. The suture was cut out and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.